Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a qdot micro catheter and the patient experienced a cardiac tamponade which was treated with a pericardiocentesis and a drain left in place. In addition, taken to the operating room to remove a clot in the pericardial space. During the procedure, an adverse event occurred. After the procedure, a pericardial effusion was discovered after the patient began exhibiting low blood pressure symptoms and having chest pain. The effusion was confirmed on a transthoracic echocardiogram. The medical intervention provided was a pericardiocentesis and 350 cc¿s of fluid was removed from the patient and a drain was left in place. Patient transferred to intensive care unit (ICU) and was stable. Physician believed that the effusion was due to his technique while going transseptal and does not believe the effusion was due to any malfunction of product. Additional information was received. Transseptal puncture performed with brk xs needle and ablation performed. No evidence of steam pop. The patient required prolonged hospitalization. Patient was admitted to the ICU and later taken to the operating room to remove a clot that was in the pericardial space. The outcome of the adverse event was the patient was improved. Correct settings on devices and no error messages on equipment during the procedure.